Manufacturer narrative:
(B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported a label discrepancy between the internal and external implant (tsv4b11) packaging. No impact to the patient has been reported. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1mm,sbm,11.5 (tsv4b11) with inner and outer packaging was returned for investigation. Visual inspection of the as returned product identified all inner packaging intact, the sterile barrier is still intact and an incorrect sticker on the vial cap (4.7x8) that has minor damage. Additionally, the outer box and outer vial labels match (4.1x11), the vial cap color matches the device and the implant inside the vial matches the outer box label. Furthermore, the reported device was measured after it was removed from the vial and was verified to measure specifications when measured with calipers against the tsv4b11 drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4). G7: checked "follow-up." H3: changed "no" to "yes."